Event description:
The user facility reported a 69-year-old male of unknown race undergoing coronary artery bypass grafting was implanted with an impella 5.5 device for mechanical circulatory support. It was reported that the impella 5.5 had a high purge pressure alarm. All troubleshooting measures were taken. The impella was removed, and the patient is stable.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: impella 5.5 with smartassist section: using the automated impella controller with the impella catheter ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure which triggers the ¿purge pressure high¿ alarm message could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop. Clinicians should monitor motor current and consider replacing the impella catheter whenever a rise in motor current is seen.¿

Manufacturer narrative:
The investigation for the high purge pressure (hpp) has been completed. No product was returned for investigation. The clinical mentions that tpa was run but the timing is unknown, however the hpp is eventually resolved. Data logs show that less than 9 hours into the case the purge pressure begins to gradually rise from 600 to 800 mmhg. It remains around 800 mmhg for 27 hours before suddenly increasing again and triggering hpp and purge system blocked alarms. It remains high for 12 hours with continuous alarms and then is resolved over a period of about 13 minutes just prior to being explanted. Motor current (mc) also drops with variations in motor speed indicating that something is impacting the motor. The root cause of the high purge pressure issue was most likely a buildup of biomaterial. F6/f8-should have been left blank. G1a reporting contact fax number was missing